Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the pump stopped, and that the impella aic (automated impella controller) shut off. The aic was removed from service. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Data logs were reviewed for evidence of the reported complaint. The reported pump stop was confirmed. The reported unexpected shutdown was not confirmed. There were at least seven instances of an impella stopped event due to the epc detecting a high motor current (event set #13). Real time logs confirmed that when the impella stopped events occurred, pump flow rate dropped to 0. The console was returned for evaluation and the reported complaint could not be reproduced in the lab during testing. The reported complaint was determined to have been potentially caused by intermittent malfunctions of the impellatronic pca, however this was not conclusively determined. Added- d9 device return date corrections to the initial MFR report: d4-model number, f6/f8 should have been left blank.